Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion error. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing , "upstream occlusion error" was confirmed. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be faulty ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.